Event description:
Event description guidant received information that this pacemaker, one day post implant, was not able to be interrogated with a magnet, it also displayed a loss of capture with the paced rate turned up to 100 beats per minute, as the patient's intrinsic rhythm was 70 beats per minute. A chest xray confirmed that the leads were in the proper position. A technical service consultant recommended replacing the device. The patient had the device removed and replaced the next day. The leads were tested and all measurements remain the same.